Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular procedure and completed successfully using a wired footswitch. The philips field service engineer (fse) conducted an onsite inspection of the system and confirmed that the wireless footswitch was malfunctioning. During troubleshooting, the fse discovered that when removing the wireless footswitch (wfs) from the charger, the battery icon displayed an incorrect color, and the wireless led was illuminated in red. To address these issues, the fse replaced both the wireless footswitch and the base station. The defective wireless footswitch and base station were sent back to philips for failure analysis. The analysis of the wireless footswitch indicated problems, such as the battery light not blinking during charging and the battery light not turning on. However, the root cause of the wfs base station failure was not conclusively determined by the supplier's part analysis. Despite this, the replacement of the wfs and base station by the field service engineer successfully resolved the reported issue, restoring the system's functionality. Following the replacement, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was not working when disconnecting the charger and the connection to the base station was lost. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.